Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2012, inratio2: 6.7, reference: 3.3. A study was being performed comparing the inratio2 meter with the coaguchek and lab analyzer.

Manufacturer narrative:
Investigation pending.